Manufacturer narrative:
(B)(4).

Event description:
Low lead impedance was noticed during a follow-up appointment. An attempt to reposition the lead was made, but the lead could not be fixed during the attempt. The user noticed foreign material at the distal end of the lead. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
Product analysis: the field reports were low lead impedance, lead dislodgement and foreign material at the distal end of the helix. A complete lead was returned in one piece. The helix was retracted and clogged with dried blood/body fluids and the steroid plug was found to be shifted towards the distal end of the helix. The helix could be extended and retracted without cleaning the helix housing. The full helix extension length was measured to be within specification. The shifted steroid plug was likely the material noted in the helix that was reported in the field. The field report of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found was consistent with that occurring at the time of explant.